Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the blue fiber pigtail to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system powered on with a non recoverable error 170. This lead the staff to abort the case to another da vinci system and complete the surgery there. Afterward, when the staff removed the blue fiber cables to swap systems, one of the cables was observed to pop out of the tower receptacle as if it had not been fully seated. Based on this, the staff considered reconnecting the blue fiber cables and powering the system on again to check whether an improperly seated blue fiber cable had caused the error, with the system at that time located outside the operating room in a storage area. There was no report of patient involvement or reported injury.